Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by remote transmission the threshold has increased on the right ventricular (rv) lead. The lead is still in use. No patient complications were reported as a result of this event.